Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. This lead was noted due to high shock lead impedance of >125 ohms. The physician was dr.(B)(6) hospital and medical centers in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).